Event description:
A customer reported that their freestyle meter was showing an error 3 message displayed on the screen. The customer's meter was returned for investigation and testing confirmed the memory overwrite malfunction. There was no report of death, serious injury or mistreatment. The customer's meter has been replaced.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the letter.